Manufacturer narrative:
(B)(4). The lot was manufactured from november 13, 2013 to november 14, 2013. The device was returned and evaluated for the reported event. Visual inspection of the device revealed no signs of blockage or any physical abnormalities that could have contributed to the reported condition. Functional testing was subsequently performed by removing the luer cap from the distal luer. After the cap was removed, there was evidence of continuous flow that was visually observed at the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This occurred during infusion of a solution of 43.8ml fluorouracil 2188mg in 41.2ml glucose 5%. There was no patient injury or medical intervention reported with this event. No additional information is available.